Event description:
A report was received from an eye care professional that a contact lens wearer experienced a corneal ulcer, left eye, associated with wear of focus dailies contact lenses. Follow up information was received on 10th august 2010. The emergency room report indicated that on (B)(6) 2010, the patient consulted the practice due to general indisposition of his left eye. The eye care professional diagnosed a red eye in conjunction with ocular secretion, he assumed a corneal ulcer and conjunctivitis, and referred the patient to an ophthalmologist. On (B)(6) 2010, the patient went to the ophthalmologist after he had experienced ocular pain in his left eye for 13 days. The ophthalmologist diagnosed a corneal ulcer that cultured positive for (B)(6), and the patient was prescribed treatment with vancomicina, tobramicina and exocin colirio. On (B)(6) 2010, the patient's visual acuity was measured to be 1.25/0.9-1.0. At the time of this report, the patient's condition is reported to have improved. Final resolution of the event is unknown. Request has been made for additional details.

Manufacturer narrative:
This case is considered as an infectious corneal ulcer. The actual device was not made available for evaluation. Evaluation of retained samples were found to meet specification for all testing performed. The device history records & sterility records have been reviewed by manufacturing and found to be in compliance. (B)(4)